Event description:
It was reported that during the radical mastectomy procedure after fired, noted the staples malformed. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 12/30/2025. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 2/17/2026. Investigation summary : the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the pmw35 device was returned with no apparent damage and was fully functional. When tested for functionality, the device fired and formed the remaining 32 staples as intended, with the staples noted to have the proper box shape and the device firing without any difficulties. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device fired without any difficulties noted and it was returned without detectable damage. Device history review a manufacturing record evaluation was performed for the finished device lot number 669d43, and no non-conformances related to the reported complaint condition were identified.